Event description:
It was reported that a proximal femoral nail antirotation (pfna) was implanted 4 months ago in (B)(6) and was causing patient pain related to prominence of the device and delayed healing. All of the hardware was removed and replaced with a trochanteric fixation nail (tfn). Reportedly when trying to remove end cap; the blade bent during surgery. No surgical delays were reported or patient harm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Original implant date reported only as 2014 approximately 4 to 5 months prior to this report. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The device was not implanted in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.